Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the scratched lcd lens, damaged battery door and damaged air detector sensor. The customer stated problem was duplicated and confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be over the manufacturing specifications. The expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump failed accuracy evaluation. No adverse effects reported.